Event description:
Insertion post could not be removed from dental implant. The implant needed to explanted.

Manufacturer narrative:
Insertion post could not be removed from dental implant. The implant needed to be explanted. If another implant was placed in the same surgery is unknown. The insertion post was removable during our inspection. No product problem detected. The reason for the complaint is not comprehensible. Dentist should have consulted instruction for use to prevent this from happen.